Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, the centrifugal pump head leaked but was not replaced during the procedure resulting in only three (3) drops of blood loss. Three (3) drops of blood loss. Product was not changed out. Procedure was completed successfully without delay.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion.

Manufacturer narrative:
A second f/u will be submitted upon completion of the investigation and/or submission of new info. All available info has been placed on file in quality management for appropriate tracking, trending and f/u.